Manufacturer narrative:
Lot numbers: 17d028, 18j041, 18n010, 19a034, 19b021, 19c006.. A video of one sample was provided for evaluation. Visual inspection of the video revealed a leak at the solvent-bonded junction of the tubing line and the stressmember located at the upper area of the device. No evidence of a rupture was observed from the video. The cause of the condition was not determined. A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted for lots 17d028, 18j041, 19a034, 19b021, and 19c006, and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that the bladders of eight (8) small volume folfusors ruptured. Seven of the issues occurred prior to patient use with no patient involvement, and one event occurred during infusion with no patient consequences. No additional information is available.

Manufacturer narrative:
One (1) single use device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for the signs of abnormality that may have potentially caused the rupture problem and there were not issues noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted for lot 18n010 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.